Event description:
Pt reported experiencing extremely high blood glucose (200-500 mg/dl). Pt indicated that when attempting to prime the device, she noticed that insulin was not filling the tube or coming out of the infusion device at all. Pt indicated that the device failed to alarm and appeared to be counting down as if it were delivering insulin, however insulin did not fill the tubing. Pt indicated that it did not appear that insulin has pooled in the cartridge chamber.